Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11dec2019.

Event description:
The customer reported a post timer/24 volt failure. There was no patient or user involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The power supply was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.